Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01818. Reported event was confirmed by x rays. X-ray review demonstrated that there is a periprosthetic fracture of the left femur that traverses the femoral shaft just above the tip of the femoral component. There is fracture over-riding of approximately 15 mm. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown head , unknown; unknown, unknown shell, unknown; unknown, unknown liner , unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised approximately 28 years post implantation due to periprosthetic traverse femur fracture. Just distal to end of the implanted stem was fractured. Attempts have been made and additional information on the reported event is unavailable.